Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubal ovarian abscess/left tubo-ovarian abscess'), salpingitis ('chronic salpingitis') and pelvic pain ('pain') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary, pelvic mass and gonorrhea. Essure confirmation test: yes (unknown test). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy partial with removal of left tube and ovary, and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the tubo-ovarian abscess, salpingitis, pelvic pain, genital haemorrhage, mood swings, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, mood swings, pelvic pain, salpingitis, tubo-ovarian abscess, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: there are 2-3 coils at each ostia post-procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 1) endometrium, curettings : proliferative endometrium . Negative for hyperplasia or malignancy 2) left ovary, excision : acute and chronic salpingitis with focal abscess formation consistent with tubal ovarian abscess. Benign ovarian tissue with follicular cysts and corpus luteal cyst. Negative for cytologic atypia or malignancy. Batch no b53037 production date 2013-07-17 expiration date 2016-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubal ovarian abscess/left tubo-ovarian abscess'), salpingitis ('chronic salpingitis') and pelvic pain ('pain') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary, pelvic mass and gonorrhea. Essure confirmation test: yes (unknown test). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (carmping)"). The patient was treated with surgery (hysterectomy partial with removal of left tube and ovary, and lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the tubo-ovarian abscess, salpingitis, pelvic pain, genital haemorrhage, mood swings, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, mood swings, pelvic pain, salpingitis, tubo-ovarian abscess, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: there are 2-3 coils at each ostia post-procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: 1) endometrium, curettings: proliferative endometrium. Negative for hyperplasia or malignancy. 2) left ovary, excision : acute and chronic salpingitis with focal abscess formation consistent with tubal ovarian abscess. Benign ovarian tissue with follicular cysts and corpus luteal cyst. Negative for cytologic atypia or malignancy. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received-event chronic salpingitis, tubal ovarian abscess were added. New reporter, lab data,race, medical history, insertion details,removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes (unknown test). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (carmping)"). The patient was treated with surgery (hysterectomy partial with unilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, mood swings, genital haemorrhage, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, mood swings, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: there are 2-3 coils at each ostia post-procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes (unknown test). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy partial with unilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, mood swings, genital haemorrhage, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, mood swings, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: there are 2-3 coils at each ostia post-procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Events per pfs: hormonal changes describe: mood swings, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: urinary: tract, psychological or psychiatric problems condition: depression / anxiety, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), pain. Lot number received. Essure insertion date was updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.